Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the wrist of needle driver rotated unintentionally. The tse checked the error logs but there was no suspicious error. The tse explained about instrument engagement problems or defective instruments and advised the customer tried to reseat the sterile adaptor, the instrument, use the instrument on a different arm and try to replace the instrument. The csr was not onsite, and they will communicate with the customer and will contact us if needed. The procedure was completed as planned with no reported injury. Intuitive followed up and obtained additional information. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred when the surgeon was attempting to manipulate instruments from the surgeon console. Failure was not related to inability to move the instrument. The movements of the surgeon scale appropriately to the instrument. The instrument moved in the intended direction. The timing of instrument movement was appropriate. There was no shakiness and no instrument or arm interference. There were no external collisions. There was no intermittent issue. Drape not available for return. Device was inspected prior to use. There was no injury to the patient. Issue occurred while suturing. There was no damage and no photographic image for review.